Event description:
It was reported that when using the bd pyxis¿ medflex 1000, windows system had restarted by itself when user performed a restock and had recurring issues with cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device randomly restarting while being accessed. A field service engineer (fse) confirmed that the station does not contain an all-in-one (aio). So, the fse replaced the motherboard. Then connected with medbank support and found that the station was still having issues. Medbank support recommended replacing power supply. So, the fse replaced power supply and power cord. After that the station powered back on. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, windows system had restarted by itself when user performed a restock and had recurring issues with cabinet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.